Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2010 due to a product performance issue. There is no information on the form stating what the issue was. The physician was dr. (B)(6) at (B)(6) hospital and medical centers in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).